Event description:
It was reported that the ilet touchscreen became unresponsive, preventing unlocking and input, and the device could not be restarted using the hardware buttons, though the ilet otherwise remained functional and blood glucose was not affected. Symptoms included no clinical symptoms. Outcomes included no impact to blood glucose control, no alarms, and no medical attention. Investigation included customer troubleshooting and device replacement logistics. Investigation of this device revealed a suspected touchscreen or user interface malfunction consistent with a display or input subsystem failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.